Event description:
A pigtail was used to drain a left pleural effusion. It was inserted on (B)(6) 2012. Wife in the room. She asked us to go for something else, and during that time the nurse noticed that the drainage tube was disconnected. We looked at the site, dressing intact. Physician came in the room removed the pigtail from pt and occlusive dressing applied. Update on pt status received (B)(4) 2012: the pt is stable in his instability. No fever today, we are still trying to wean him off the ventilator. Comfortable. Pigtail removed from pt and occlusive dressing applied. Still evaluating if another drain should be replaced (put back).

Manufacturer narrative:
One product was received in a used and damaged manner. An examination revealed the hub had separated from the catheter shaft with no portion of the catheter shaft remaining in the hub. A visual inspection of the flare showed it intact. Quality control (qc) confirms that the catheter shaft is secure in the proximal fittings. Additionally, IFU provides instructions for insertion and removal as well as applicable warning and precautions. Cook's quality system instructions describes the flaring process. CAPA was previously initiated to prevent these types of events and is currently underway. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Quality engineering risk assessment (qera) was previously created for this type of occurrence. The addition of this complaint to qera would not affect the conclusions of the risk assessment that no further mitigating actions are necessary at this time.